Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally it was reported that battery depletes rapidly. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.